Event description:
It was reported the patient experienced shocking sensations since the first day after a battery replacement. It was stated the patient felt these sensations "every 5 minutes". It was noted the patient was "very sensitive". The patient's "shocking sensations" were timed for half a day, and intervals other than 5 minutes occurred. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that reprogramming did not resolve the issue. It was noted that impedances were normal. The patient was 'timed' to determine what was causing the sensation, but nothing was discovered. The patient had therapeutic effect, but every five minutes she felt a discomforting shocking sensation in her abdomen at the opposite side of the ipg. No surgeries were performed or planned. It was noted that the patient did not have these complaints with a kinetra device.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237-2012-03141. Additional review indicated the correct manufacturing site was site # 9614453.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).